Event description:
A patient specific implant prescription form was received for the patient's left proximal ulna. Noted on the form: "muscle contracture. The patient has a strong muscle contracture (flexion-extension), max extension - 110°."

Manufacturer narrative:
Reported event: an event regarding rom involving a patient specific proximal ulna was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device remained implanted. Clinician review: the implant in situ was for a proximal ulna replacement which was inserted on (B)(6) 2018. The surgeon reported muscle contracture causing flex elbow joint. The x-ray provided shows the implant was well fixed in the cavity and the elbow was in flexion, this may indicate that the muscle was in contracture. Therefore, the radiographic review can agree with the clinical report. Product history review: review of the product history records indicate the device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other events for the pin referenced. Conclusions: an event regarding rom involving a patient specific proximal ulna was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker joint replacement. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's left proximal ulna. Noted on the form: "muscle contracture. The patient has a strong muscle contracture (flexion-extension), max extension - 110°."